Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The returned video and photograph were reviewed, and it was noted that there was a leak at the connection of the gluing between the return line and the deaeration chamber. The reported condition was verified. The cause of the reported condition could not be determined; however, the most likely cause is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an alarm code 20 was generated and an external fluid leak was observe at the return tube. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (b)6). Should additional relevant information become available, a supplemental report will be submitted